Manufacturer narrative:
Unit passed the displacement test and rewind test. Unit was unable to prime during prime/compromised force sensor alert test and alarm motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 220 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.